Event description:
Caller reported a cartridge alarm occurring during pumping. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.